Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. No product was returned for evaluation. Based off the clinical information available, red high purge pressure/purge system blocked alarm was observed. Data logs were not returned for review. The cause of the high purge pressure issue was not determined since the product and data logs were not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a male (unknown age and race) with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, a red alarm stating "high purge pressure" occurred. The team changed the purge system and there was a short term improvement. Finally, purge fluid and purge pressure stabilized. The pump was not explanted. There was no patient harm.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03015 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).